Event description:
Event description guidant received information that during the attempted implant of these implantable transvenous coronary sinus leads, the thresholds measured greater than 6 volts with impedances greater than 2000 ohms during an implant with difficult access. Another guidant cs lead was subsequently implanted. The leads were returned to guidant for analysis.